Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that an attempt was made to deliver the mini vision; however, it was noticed that the stent was not on the balloon. The stent was found inside the protective sheath and appeared to have dislodged when the protective sheath was removed with the stylet. It was noted that the protective sheath was removed before applying any pressure / negative pressure and flushing the catheter. The device was not used inside the patient anatomy. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was returned dislodged from thr balloon in a small bag. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was no damage noted to the sds. The protective sheath and stylet were also returned there was a radial cut 1 mm proximal to the proximal end of the protective sheath. The protective sheath was cut half it's circumference. There was no other damage noted to the protective sheath. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Product performance engineering could not complete their evaluation at the time of this report. Results and conclusions will be forwarded upon completion.